Manufacturer narrative:
Visual inspection of the device revealed a burst in the lumen near the 3cm mark. A review of the manufacturing records for the possible lot numbers reported indicated the lumen was manufactured according to specification with no non-conformances or abnormalities. As the device was implanted for 13 days prior to the occurrence, it is determined the root cause is most likely not manufacturing related. A definitive root cause cannot be determined. A possible cause for a lumen rupture is infusing or flushing against resistance caused by a occlude or partially occluded lumen. Excessive pressure may damage the lumen. Device was used for treatment, not diagnosis.

Manufacturer narrative:
The 2.6f vascu-PICC was returned for evaluation and forwarded to medcomp engineering for review. Visual inspection of the device revealed a burst in the lumen near the 3cm mark. We are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
An investigation has been initiated.

Event description:
The bandage was noted to be soaked. The bandage was changed and no leak was detected at that time. A short time later the bandage was soaked again and the patient's arm was swollen. The patient's heart rate had not dropped despite the increase in heart rate decreasing medication. It was then clearly visible that the infusion fluid was running out next to the puncture site.